Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -13.00/4.0/092 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a spherical lens of shorter length due to excessive vault and rotation. The exchanged resolved the problem.

Manufacturer narrative:
Claim# (B)(4).